Event description:
It was reported that the patient had ineffective stimulation and could not get an MRI. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.